Event description:
A customer reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Customer support provided a complete guide for resetting the pump, walked the customer through the process, and after the reset, the cgm error did not reappear. The customer successfully started a new sensor session.